Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. Leakage issue. Before the procedure, fluid (saline solution) escaped from the hemostasis valve of the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. Before the procedure, fluid (saline solution) escaped from the hemostasis valve of the device. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 27-jan-2026. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that one irrigation hole was expanded and with stress marks; however, the hemostatic valve was observed in place. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. There was no hemostatic valve leak detected. The complaint was not duplicated, and it could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The damage observed at the tip area is not related to the issue reported by the customer. The potential cause of the irrigation hole damaged could be related to the manipulation of the sheath with the dilator during the procedure, or could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before the procedure; however, this could not be conclusively determined. The instructions for use contain the following warning stated in the instructions for use (IFU): use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿fluid escaped from the hemostasis valve of the device¿ issue. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿one irrigation hole was expanded and with stress marks¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).